Event description:
Additional information received indicated the event was discovered remotely, and the implantable cardioverter defibrillator (ICD) was reprogrammed successfully. The patient was stable post programming changes.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was over-sensing far r-waves which led to inappropriate automatic mode switch (ams). The patient was asymptomatic. No changes were made and there were no consequences to the patient. Further information was requested but not received.